Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had blood glucose (bg) level of 40 mg/dl and cookies with "slim jims" were consumed to address the bg level. The customer did not know what may have caused the low bg level. As the customer was not experiencing the low bg when tandem technical support was contacted, troubleshooting to determine a possible cause was unable to be performed.